Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: a video provided by the customer was evaluated. The video displayed the suspect lens inside the patient's eye. One haptic was observed to be detached. No further evaluation could be performed as no product was received. The complaint issue "haptic detached" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the standalone intraocular lens (iol) was identified as defective due to a broken haptic. Follow-up information indicated that the haptic was already detached from the optic when the lens exited the cartridge. The iol was subsequently removed and discarded as it was cut during the process, and a backup lens was implanted without any harm to the patient. No additional information was provided.